Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing perifocal electrode edema wherein causing an epileptic episode following the lead implantation procedure. CT imaging was performed and confirmed edema. The patient was hospitalized and edema regression cortison therapy was administered and the patient was improving.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: 20484033.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing perifocal electrode edema wherein causing an epileptic episode following the lead implantation procedure. CT imaging was performed and confirmed edema. The patient was hospitalized and edema regression cortison therapy was administered and the patient was improving. Additional information was received indicating this patient did not experience an epileptic episode due to the perifocal electrode edema. However, there was medication administered for the edema.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: 20484033.